Manufacturer narrative:
(B)(4). One (1) expedium 5.5 ti 480mm hex end rod [product code: 1797-62-480, lot no: bdct1sn] was also returned to the chu for evaluation. Visual examination revealed that the rod fractured in two segments. The fracture analysis report indicated that the polyaxial screw exhibited evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. Additionally, the 480mm rod exhibited scratches and smooth shiny areas indicative of two surfaces rubbing post fracture damaging the surface characteristics on each rod segment. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the rod breaking postoperatively cannot be positively determined. However, the fracture analysis report exhibited scratches and smooth shiny areas indicative of two surfaces rubbing post fracture damaging the surface characteristics on each rod segment. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported expedium rod was found broken, which was implanted on t7 to l5 as the 3rd revision performed on (B)(6) 2007. Also, the reported expedium si7.0-80 screw was found broken, which was implanted on iliac as the 4th revision performed on (B)(6) 2009. Both of these implants were successfully removed on (B)(6) 2016.